Manufacturer narrative:
Device was used for treatment, not diagnosis. DHR review ¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a removal of a synthes ti less invasive stabilization system (liss) femur plate and 5.0 ti liss screws due to patient discomfort. Hardware was originally implanted on (B)(6) 2013 as patient presented with a distal femur fracture from a gunshot. This is report 1 of 2 for (B)(4).